Event description:
It was reported that the user experienced frequent hyperglycemia and hypoglycemia while using the ilet system with a dexcom g7, including behavior of disconnecting the pump when glucose dropped below 80 and reconnecting before meals after a history of gastric bypass and low oral intake. Symptoms included sleepiness during hyperglycemia and anger during hypoglycemia, with glucose reported as high as 300¿400 mg/dl and lows in the 50¿60 mg/dl range. Outcomes included self-treatment with oral glucose and no medical interventions or hospital care. Investigation included troubleshooting and education with recommendations for additional training and consideration of a system reset. Investigation of this case revealed use-pattern issues consistent with user-induced insulin delivery interruptions and potential maladaptive pump interaction contributing to glycemic fluctuations, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.